Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. .device service required.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 19th april 2012. The history log for this device showed that the pad-pak was first installed on the 26th april 2012 and that it had performed to specification up to the (B)(6) 2015. The device was tested on the calibrated defibrillator and delivered a test shock without fault. The device was disassembled to investigate. Corrosion on the on button likely resulted in the multiple manual power ups of mainly ten minutes' duration recorded within the history log. These multiple manual power ups, along with the excess current drain, caused an installed pad-pak to become depleted. The user would have been alerted to the low battery with a "warning low battery, device service required" prompt and a flashing red status led. Additionally, corrosion led to a short circuit which resulted in overvoltage and damage to the microprocessor. Furthermore, the corrosion observed on the membrane tail would indicate that the device had been stored in adverse conditions however this could not be verified by other means. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.